Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch select meter was displaying inaccurately high readings compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at approximately 5:15pm. The patient reported obtaining a reading of ¿297mg/dl on the lfs meter compared to ¿54mg/dl¿ on a her daughter¿s meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The patient reported using a combination of medications including humulin 500mg and novolog on a sliding scale to manage her diabetes. The patient reported on (B)(6) 2013 at 5:15pm, she administered her usual dose of insulin. The patient reported 5-6 minutes later she developed symptoms of ¿dizziness, shakiness, feeling of passing out.¿ the patient denied receiving any medication intervention in response to her alleged symptoms. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement at the time of testing. The patient¿s test strips and test strips vial were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. The patient was found to be using an approved sample site to obtain the sample. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the patient claims the meter was reading inaccurately high, she took her usual dose of medication instead of an increased dose and developed symptoms suggestive of hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.